Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that the mount (tsvb13) fractured at the hex during placement. Tooth location 20.

Manufacturer narrative:
A single tapered screw vent implant (tsvb13) was received, alongside its mount. Visual inspection of the returned product identified that the mount had fractured at the hex as reported. The implant itself was in nearly pristine condition, with only small points of residue noted, and no other signs of wear, damage or deformation observed. Therefore, based on the evaluation, the device malfunction has occurred and the reported event was confirmed following inspection. No additional testing was performed due to the extent of the damage to the returned product. Review of the DHR for did not provide any indication of a manufacturing nonconformities/deviation or material deficiencies that could cause or contribute to the reported event. It was confirmed that all operations and inspections were executed as per applicable procedure. Lot was inspected and accepted by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined. The following sections have been updated: date of this report; manufacturer; expiration date, UDI: n/a; contact office - name/address; date received by manufacturer; follow-up number; follow up type; device evaluated by manufacturer: change "no" to "yes"; device manufacture date; evaluation codes; additional narrative/date.

Event description:
No further event information available at the time of this report.